Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an error b30; failed connection to the light source. There were no reports of patient harm.

Manufacturer narrative:
Information added to h4 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were made to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.